Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when they were done using the tool, something broke off and fell in the sterile field. They believe the vasoview hemopro jaws overheated causing the jaws to separate and fall off in multiple pieces. They are pretty sure they recovered all the pieces. No replacement kit was used as the procedure was already complete. There were no pt effects. It is unk if the product or related system products are returning.